Event description:
The customer reported leaking from the pressure sensing disc tubing. Product was on a patient at the time of event. The customer stated that no additional event or patient information was provided by the user. Set was saved but will not be released to carefusion for investigation per risk management. Hospital staff was unable to re-create the leak.

Manufacturer narrative:
(B)(4). The customer complaint of leaking from the pressure sensing disc tubing could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.